Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 201 mg/dl at the time of incident. Customer stated that the insulin pump buttons does not respond immediately but confirmed that the buttons were responsive. No keypad anomaly troubleshooting was performed . Customer also reported sensor glucose versus blood glucose does not match and issue with the auto mode feature troubleshooting was performed and completed. The customer was advised to monitor. The insulin pump is not expected to return.. Sensor will be replaced and returned for analysis.